Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from USA stating that the device exhibited intermittent power failure during surgery. No injury occurred. It is unknown if surgical delay or medical intervention occurred. There is no additional information provided.